Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10/apr/2024.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device was explanted.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.